Manufacturer narrative:
D10 concomitant products: sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (serial # unknown); sigphandle, sig power sigphandle handle (serial # unknown); sigpshell, sig power sigpshell control shell (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the lung resection, while setting up, the adapter and reload were attached to the power handle, however, when attempted to hand the device to the doctor after verifying the jaw's opening and closing function and closing the jaw, the adapter detached from the handle. The adapter and reload were both replaced and firing could be done without any issues. The device has not been used yet on the patient.